Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported the customer had five (5) 8110 with faulty syringe size sensors. There was no reported patient involvement.